Event description:
During laboratory testing, the following was discovered pertaining to aged based mac value calculation. For age-based mac the calculation requires the computation of (a) an age correction, and (b) a ratio of expired gas concentrations in relation to a mac value. The correct order of the computation is (a) then (b). It was discovered that in software 9.0.1 (b) is performed, then (a). In correct interpretation of the calculation, clinically this will mean that the elderly will need less concentration to achieve sedation and young children will need more concentration to achieve sedation. Additionally, the error in values will increase in magnitude the father away from age 40 you go, (I. E. Standard mac calculations assume an age of 40 years old). For example, the error will not be as great for a 50 year old as for an 80 year old. Conversely, an error will not be as great for a 30 year old as for a 10 year old. There was no patient injury reported. (B)(4).

Manufacturer narrative:
It was determined that the delta monitor's age-based mac value calculation is performed with an inverse age correction factor. The incorrect age-based mac calculation is displayed on the delta monitor. The error that exists will increase in magnitude the farther from an age value of (B)(6), as the standard mac calculations assume an age of (B)(6) years old. Elderly patients generally require less inhalational anesthetic and young children generally require more inhalational anesthetic compared to (B)(6) year-old patients to achieve the same level of anesthesia. The mac value is only a proposal or reference and the anesthetist uses many other parameters to assess patient condition and vaporizer setting, e.g. The weight. The issue was observed during testing. No event from the field has been reported. No relevant new risk is seen, compared to the normal risk during use of anesthetic agents. The issue was addressed and corrected in the latest sw version.

Event description:
Please see initial report.

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.